Manufacturer narrative:
It was reported that a 31 year old caucasian female patient underwent a breast augmentation revision with a saline mentor smooth round spectrum 425cc and experienced deflation on the right breast implant, breast asymmetry, and bilateral lateral displacement of the implant pockets. As a result, patient underwent removal and replacement with non mentor gel breast implants on (B)(6) 2018. The device was returned to mentor without fluid inside. No foreign material was observed within the device or on the shell surface. Mentor product analysis lab discovered a crease on the posterior aspect and a rent measuring approximately 0.3 cm on the anterior aspect. Microscopic examination of the edges of the rent gave no indications as to cause. No other anomalies were discovered. The complaint was confirmed since a rupture was found on the device. However, at this point it is not possible to determine the root cause of such damage. Implant displacement/migration is a known complication associated with these devices and is referenced in our current product insert data sheet. Asymmetry is a known complication associated with these devices and is referenced in our current product insert data sheet. Breast implants are not considered lifetime devices and deflation is a known complication associated with these devices and is referenced in our product insert data sheet. (B)(4).

Manufacturer narrative:
The mentor failure analysis lab has received the device for evaluation. The analysis has begun, but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. The device history record (DHR) was reviewed, and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) caucasian female patient underwent a breast augmentation revision with a saline mentor smooth round spectrum 425cc and experienced deflation on the right breast implant, breast asymmetry, and bilateral lateral displacement of the implant pockets. As a result, patient underwent removal and replacement with non mentor gel breast implants on (B)(6) 2018.